Event description:
It was reported that during a treatment procedure to place a greenfield filter, the filter prematurely deployed in the left iliac vein. The patient's anatomy was very tortuous and the physician was experiencing difficulty maneuvering the greenfield filter. The filter appeared to be pulled out of the flex carrier cavity during the attempt to postion and the filter prematurely deployed in the left iliac vein where it remains. A cordis trapease filter was successfully implanted to complete the procedure. The patient is reported as 'fine' following the procedure.